Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had low audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The receiver log was downloaded but not reviewed as data is not applicable to the alleged issue. Functional testing was performed and passed all relevant testing. Audio\vibration test with global receiver communication tool test was performed and passed. Manual try-it audio\vibration testing was performed and passed. A digital sound level meter test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed. Speaker audio intermittent tests was performed and passed. Speaker resistance was measured and was within specification.the allegation was not confirmed. A probable cause could not be determined. No injury or medical intervention was reported.